Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event patient information. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the leads migrating and wrapping around the ipg. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.